Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation in an open varicocele procedure, there was misfiring of some of the clips which led to bleeding. Some of the clips were malformed. It was noted that the surgeon had managed the bleeding by suturing.